Event description:
Reporter alleged obtaining a discrepant blood glucose result of 130 mg/dl back to back with a result of 500 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated she put butter on her finger after obtaining the first reading to see if it would affect the results. No adverse event reported. A request was made for the return of the affected product. Reporter no longer has the strips, and so, no product will be returned for eval.